Event description:
The catheter was implanted into the posterior fossa after zeroing the catheter. The physician removed the catheter two to three days later. The catheter was reading minus 20 after removal.